Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one introducer needle and one guidewire were returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is unconfirmed for the guidewire being stuck in the introducer needle, as the guidewire was successfully dislodged from the introducer needle. However, the investigation is confirmed for an unraveled guidewire, as unraveling was observed on the guidewire. Residue was also noted on the guidewire, where the wire transitions to the unraveled region and at the distal tip of the introducer needle. The definitive root cause could not be determined based upon available information. Residue on the guidewire and/or in the introducer needle may have contributed to the observed guidewire unraveling. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2020).

Event description:
It was reported that the guidewire was allegedly stuck with the introducer needle during dialysis catheter placement. There was no reported patient injury.